Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50 cm. Model # sc-2366-70, serial # (B)(4), description: linear 3-6 lead, 70 cm.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.

Manufacturer narrative:
Additional information was received that the patient's death was not device related.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related